Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have the proximal clevis dislodged. Due to the dislodged proximal clevis, the main tube was broken at the distal end where the proximal clevis was attached. The component was broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Thermal damage was not observed. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the strings of a fenestrated bipolar forceps was broken. This caused the tip of the instrument to move 90 degrees, and the customer was not able to correct the issue. The customer was having an issue removing the instrument from the arm. The customer used the instrument release kit (irk) to remove fenestrated bipolar forceps instrument. The customer had increased the incision size and took out both the cannula and the instrument together from patient's body. The customer completed the robotic portion of the surgery and this issue occurred at the very end before undocking. There was no reported injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the correct event date was 28-mar-2026. The wrist could not be straightened due to physical damage. The jaws of the instrument were stuck in a closed position. The instrument did have material that was detached or missing from the portion of the device that enters the patient's body; however, no fragments that fell inside the patient¿s anatomy.